Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6), 2022 with blood glucose level was 14 mmol/l. Current blood glucose level was 19.1 mmol/l. The customer was experienced nausea and abdominal pain. The customer treated high blood glucose with insulin pump. The insulin pump auto mode was active at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had mild ketone. Customer was treated at hospital by intra venous. The insulin pump will not be returned for analysis.